Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 2 should have been listed as 04aug2025.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported "deflation". Healthcare professional also reported "tear on superior edge of implant¿ and ¿nick from scissor¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.